Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fatigue, shortness of breath on exertion and bradycardia. During an implant procedure, after one deployment, the lead helix would not retract. The lead was not used, and another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent and had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend and retract. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-52 blue j shaped stylet in the lead. The distal conductor is distorted in the connector window. Accurate measurement of the helix is not possible due to the helix being bent. The helix would not fully retract due to the helix being bent. If information is provided in the future, a supplemental report will be issued.